Manufacturer narrative:
The actual device involved in the reported incident is being returned to conmed corporation for evaluation; however, the device has not been received to date. When the investigation is completed a supplemental report will be filed.

Event description:
It was reported to conmed that, "during gallbladder surgery the white piece (prong) broke off the end falling into the patient. Piece was not retrieved. (B)(6) stated that when it broke they did not retrieve it immediately, tried to find at the end of the procedure and could not.". The surgical team attempted to locate the trocar tip fragment that broke off but were unsuccessful. The device fragment remains in the patient's peritoneal cavity. At present no injury has been reported, and, the incident did not require patient admission or prolonged hospital stay.

Manufacturer narrative:
The device in question is a reflex bladed surgical trocar with internal shield, 5mm, single use, disposable, sterile. This surgical trocar has applications in a variety of endoscopic procedures to provide a port of entry for endoscopic instruments. The original complaint regarding this incident stated that the "the surgical team attempted to locate the trocar tip fragment that broke off but were unsuccessful. The device fragment remains in the patient's peritoneal cavity." However, we received the medwatch submitted to the FDA by the end-user facility. This med watch states, "...during insertion one of the tips broke off. The tip was retrieved. There was no patient harm....". My report was originally submitted to the FDA due to an unretrieved device fragment being retained by the patient. I am attempting to retrieve further information regarding whether or not the device fragment was retained in the patient or retrieved by the surgical staff. (B)(6), (B)(6),(B)(6) hospital, and submitter of the end-user medwatch, was contacted and the discrepancies in the reported event were explained to her. To date, numerous communications requesting the results of her investigation of the reported incident discrepancies remain unanswered by th risk management office. DHR/lhr, device history record/lot history record, review verified that this lot of trocars was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. A twenty-four (24) month review of the customer complaint history for the reflex bladed surgical trocar reveals three (3) additional incidents related to the blade shield tips breaking off during insertion of the trocars. These reported incidents are isolated incidents for this one end-user facility. No other facility has reported similar incidents related to this product family. The customer reported the same issue on two (2) devices with the same catalog number which occurred during two (2) different procedures. The devices were from two (2) different lot numbers under two different complaints. Unfortunately, the devices were received together and were not able to be distinguished as which device corresponded to each reported complaint; therefore, both devices were evaluated together. On both devices, the obturator was returned with the cannula assembly. Also on both devices, one (1) of the three (3) shield fingers was broken off at the distal end of the obturator and the other two (2) shield fingers were intact. All of the fingers were able to retract to expose the trocar tip (blade) when force was manually applied to the distal end of the obturator, and spring back to the original position after released. To evaluate the shield finger locking mechanism, the obturator was inserted into the cannula assembly that was returned with the devices. On both devices, the obturator was found to function properly by arming, locking, and rearming properly. Also on both devices, the shield indicator moved from the on to the off position properly. Therefore, no functional or mechanical failures or defects were identified on either device. As part of the investigation, the production line was observed while manufacturing catalog number 16050 devices. Each device is checked for shield functionality by inserting the trocar into test medium to confirm that the shield locks out. The production operators were interviewed and there was no recollection of any incident where the shield fingers broke or bent during testing. One (1) obturator was taken from production for laboratory testing. The obturator was pressed against the laboratory counter top at approximately 45° without being loaded into the cannula assembly (i.e., unlocked). One (1) of the shield fingers bent, but did not break off. The bent shield finger on the production sample was then moved back and forth a few times and a piece of the shield finger broke off. This exercise was repeated with both complaint obturators with the same results. The break on the production sample shield finger was similar to the complaint devices, thereby, reproducing the field failures. A potential scenario in these complaints is an angular or twisting motion during insertion which bent one (1) of the shield fingers. Repeated movement of the bent finger could have resulted in a piece of the finger breaking off. Multiple insertion attempts with the same obturator could also have overstressed the finger. Breakage of the shield fingers can occur with the fingers locked or unlocked, but if the fingers are locked, force is increased. Insertion force should not exceed 20 lbs at 2 in/min. Continuous downward pressure must be maintained when introducing the trocar/cannula assembly through the skin incision. If continuous downward pressure is not maintained, the shield fingers lock out as a safety feature, requiring the trocar/obturator to be rearmed by unlocking the button latch on the proximal obturator assembly and removing and reinserting the obturator assembly into the cannula assembly. The risk associated with this failure is mitigated in dfu, directions for use, which states, "do not attempt to use the trocar if the shield indicator does not move from the on to the off position, as the trocar tip will not be exposed for penetration." Also, "introduce the surgical trocar through the incision and apply continuous downward pressure. When the shield begins to retract, the shield indicator will move from the on to the off position. The trocar tip is exposed when the indicator is in the off position. If entry was incomplete, the instrument must be re-armed to re-activate the shield. To re-arm, unlock the top position of instrument by simultaneously depressing the buttons on either side and pulling up to separate. Lock the two assemblies together as in step 1. The shield is now armed and will again retract when pressure is applied...always visually check the shield indicator window for correct position of the shield." It is noted that all patient contact materials have documented biocompatibility, including the shield finger. This investigation has determined that the cause of this complaint is most likely use related; therefore, corrective action is not recommended as a result of this complaint. In regards to patient safety, this incident did not result in any patient injury. Conmed has reviewed this incident and if the device fragment was retained by the patient this is a reportable event. Conflicting information from the end-user submitted medwatch states that the broken tip was retrieved and if this is correct then this may not have been a reportable event. Again, to date, the end-user facility has not answered my inquiries regarding the investigation of the discrepancies surrounding the event reporting. The complaint evaluation has not identified or confirmed any manufacturing defects associated with the suspect device; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed.